Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for a device exchanged. Prior to the exchange, an interrogation was performed, and it was discovered that the right atrial lead exhibited oversensing noise and inappropriate mode switch. It was noted that the patient was outside moving snow during this time. Isometric movements and pocket manipulation were performed without incidence. No intervention was performed. The patient was discharged.